Event description:
On 1/21/97, the pt's spouse contacted the manufacturer concerning a previous report he had made concerning device leakage. His wife had suffered tissue damage due to leaking of adriamycin. In the initial report, the facility had reported that the leakage had occurred due to the device needle becoming disconnected from the device septum and was not due to a device malfunction or failure. The file was closed because the device still remained implanted and no further investigation could be performed at that time. The pt's spouse stated that the device was scheduled for explantation on 1/27/97, and requested that the device be returned to MFR for analysis. Arrangements were then made for the device to be returned to MFR upon explant.